Event description:
It was reported to boston scientific corporation in 2006, that an autotome rx sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure on the same day. (Patient gender, age and weight unknown) according to the complaint, "the tip of the sphinctertome came apart during use before it exited the scope and entered the patient." The case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual evaluation found that the distal tip of the device had been smashed. The guidewire had been closed shut. The distal tip was smashed to a width of 2.5 millimeters and was smashed a length of 2 millimeters. The working length had five 360 degree twists in it. The cutting wire was seen to be severely twisted. The visual evaluation also found multiple kinks and one bend in the working length. The bend was found to be 75 centimeters from the distal tip of the device. Customer complaint confirmed. The most probable root cause appears that during use the device was over rotated causing it to become twisted.